Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be implanted as it was found in safety mode, a device status that permanently limits available therapy to specific settings, once it was open from it's bag to be implanted. There was no patient involvement. This crt-d was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be implanted as it was found in safety mode, a device status that permanently limits available therapy to specific settings once it was open from its bag to be implanted. There was no patient involvement. This crt-d was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. B3 (date of event): was changed to 11/20/2021 as the device analysis found this was the date the crt-d reverted into safety mode